Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: e4, d9, g4, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: insertion tube peeling. Based on the results of the investigation, it is likely the following led to the e315 malfunction: expected or random component failure without any design or manufacturing issue. Additionally, it is likely that degradation led to the peeling of the insertion tube. However, definitive root causes could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer

Event description:
It was reported that the subject device had an error code e315. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.